Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician noted an occurrence of a data acquisition pcba adc reference failure during review of the diagnostic log history. The service technician replaced the power management pcb board to address the finding. Performance verification testing was completed and tests passed to operating specifications.

Event description:
Supplemental report.